Event description:
It was reported "pt developed their underlying condition, slipped capital femoral epiphysis (scfe) at eleven years old, in both legs. In 1979, pt had surgery to "pin" both their hips, in order to hold the bond in place and permit growth. The pins were removed in 1981. In 1995, pt saw surgeon for treatment of the bilateral hip pain and decreased range of motion since pin removal in 1981. In 1995, plaintiff underwent cement less left hip replacement. In 1995, pt went to surgeon for treatment of developing pain. Surgeon diagnosed "dislocated prosthesis". In 02, surgery was performed to revise the alleged dislocated acetabular prothesis. He reported that the encountered much bony effect and extensive bone grafting of acetabulum was necessary. He opined that patient's acetabulum was "grossly deficient.